Manufacturer narrative:
It is difficult to determine a root cause of the patient's negative visual acuity. From initial explant to the explant vision actually improved, but the time taken to do so was not to the patient's preference. Kamra inlays, in general, take a healing period physically to the corneal space as well as the psychologically and physiologically. It takes time for the brain to rewire nervous inputs from the eye to proper and expected perceptual vision. It is difficult to determine where in the process this patient was at time of explant and if the issue was physical or physiological.

Event description:
Patient wanted the device removed; complaints assumed to be based on visual acuity.